Event description:
The patient presented experiencing asystole. The device was not able to being interrogated via radio frequency telemetry. No intervention had been performed at this time. The patient was stable.

Manufacturer narrative:
D5: the estimated explant date is (B)(6) 2025. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.